Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No excessive no delivery alarms noted. The insulin pump functioned properly. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Event description:
Customer reported via phone, she was hospitalized for pneumonia and low blood glucose of 30 to 50 mg/dl. Customer mentioned since january she was experiencing no delivery alarms. Customer didn't have a fresh battery to review the data on the device. Customer stated prior to being hospitalized she had a cold for a few days and was taking over the counter medication. Customer then went to the clinic and got a prescription for five days and had breathing difficulties and blood glucose would drop. Customer drank orange juice with sugar to get to the hospital. Customer was advised to call when the issues occurred to perform proper troubleshooting. Customer is returning the device for analysis.